Manufacturer narrative:
Investigation summary: the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] wrap itself got so hot it burned me and left blisters [burns second degree], wrap itself got so hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) (device lot number: r23403, expiration date: jun2019) from an unspecified date for a pulled muscle. Medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I bought the shoulder wrap to try because I pulled a muscle and the wrap itself got, so hot it burned me and left blisters." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Product quality investigation results included: investigation summary: the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow-up (17mar2017): new information received from product quality complaints (pqc) group included: suspect product lot number and expiration date. Additional information has been requested and will be provided as it becomes available. Follow-up (18apr2017): new information received from product quality complaint group includes investigation results. Follow-up (03may2017): follow-up attempts are completed. No further information is expected. Follow-up (05may2017): new information received from the product quality complaint group included product data (the suspect product was updated from thermacare neck, shoulder & wrist to thermacare heatwraps multi-purpose joint pain). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the reported events burn blister and device itself got so hot as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the reported events burn blister and device itself got so hot as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] wrap itself got so hot it burned me and left blisters [burns second degree], wrap itself got so hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r23403, expiration date: jun2019) from an unspecified date for a pulled muscle. Medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I bought the shoulder wrap to try because I pulled a muscle and the wrap itself got so hot it burned me and left blisters." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Follow-up (17mar2017): new information received from product quality complaints (pqc) group included: suspect product lot number and expiration date. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported events burn blister and device itself got so hot as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burn blister and device itself got so hot as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] wrap itself got so hot it burned me and left blisters [burns second degree] , wrap itself got so hot [device issue] , . Case narrative: this is a spontaneous report from a contactable consumer. This female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for pulled a muscle. Medical history and concomitant medications were not reported. The consumer reported, "I bought the shoulder wrap to try because I pulled a muscle and the wrap itself got so hot it burned me and left blisters." The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events burn blister and device itself got so hot as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burn blister and device itself got so hot as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] wrap itself got so hot, it burned me and left blisters [burns second degree], wrap itself got so hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r23403, expiration date: jun2019) from an unspecified date for a pulled muscle. Medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I bought the shoulder wrap to try because I pulled a muscle and the wrap itself got so hot it burned me and left blisters." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Product quality investigation results included: investigation summary: the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow-up (17mar2017): new information received from product quality complaints (pqc) group included: suspect product lot number and expiration date. Additional information has been requested and will be provided as it becomes available. Follow-up (18apr2017): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the reported events burn blister and device itself got so hot as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. Comment: based on the information provided, the reported events burn blister and device itself got so hot as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.